Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out procedure, the right ventricular (rv) lead had phrenic nerve stimulation. Capture of the pectoralis major muscle was observed and was ablated when the sleeve was held. The physician suspected insulation damage due to aged degradation. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.